Manufacturer narrative:
Corrected data: b5 - -3.00/2.5/107 should be corrected to +3.00/2.5/107 for lens (sphere/cylinder/axis). Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. It was also reported the patient was prescribed medication. Patient code 3191: no code available (medication). Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, -3.00/2.5/017 (sphere/ cylinder/ axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Angle closure with elevated iop (20 mmhg) on (B)(6) 2020 and excessive vault were observed. Addition of new pi and yag was performed. The lens was removed and exchanged for a shorter length lens and this resolve the problem. Cause of the event is reported as unknown.